Manufacturer narrative:
(B)(4). The device had been discarded and the lot number was reported, a batch review will be performed. Should additional information become available a follow-up report will be filed.

Manufacturer narrative:
(B)(4). Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Batch review results were acceptable for the lot number h11f03032.

Event description:
The customer contacted baxter's technical service center (tsc) regarding an overprime which occurred on the homechoice (hc) during use, during prime, home patient not connected. The home patient (hp) states that the patient line was leaking solution during prime and was inquiring what to do. The baxter technical service representative (tsr) informed the hp to start over with all new supplies. The hc is operational. The solution to this issue was provided over the phone and swap of the device was not necessary. There was patient involvement. Product surveillance contacted the home patient (hp) on (B)(6) 2011 regarding the overprime. The home patient (hp) stated that the issue was resolved by starting over with new supplies. However, the cause of the overprime remained unknown. The hp said that it only did it that one time. The hp said that he does not move the patient line in the organizer. The hp verified that there were no loose connections, disconnections or defects on the supplies. Per hp, he did not receive any injury or medical intervention as a result of this incident. The hp stated that he is doing fine and continuing therapy without issues. The hp stated that he had discarded the supplies after therapy. The lot number was h11f03032. No allegations were made against any of the hp's dialysis products. No further information was provided.